Event description:
It was reported by the surgeon that the perforator bit did not stop. It was also reported by the surgeon that the perforator bit tore the dura and contacted brain matter. It was further reported that the procedure was completed with back up equipment that the surgeon normally uses. The sales representative was present during the surgery and no complaints of tissue damage were initially reported.

Manufacturer narrative:
The perforator bit subject to this MDR was not returned to the manufacturer for evaluation. Manufacturing records were reviewed, no issues were identified which may have contributed to this event. The root cause is undetermined.